Event description:
During a lower mandibular block anesthetic injection, dr. Withdrew needle and realized it was broken off at the hub. The needle was embedded in the pt's gum tissue. Dr was unable to remove the needle and consulted a surgeon to remove it. There were no reported complications and the pt has fully recovered.